Event description:
It was reported that when removing the catheter, the pt met resistance, and yanked the catheter out of the knee. She felt it snap. Doctor x-rayed, but did not find any fragment.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The sample is expected, but has not yet been received. Based on this info received, the technique used in the removal of the catheter most likely contributed to the reported incident. As no lot number was provided, the device history record and lot history cannot be reviewed. The on-q catheter directions for use include catheter removal instructions to ensure safe removal (1306078, rev. C). In addition, I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system". (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.